Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a pericardial effusion. During a pfa procedure where a farawave 31 mm catheter was selected for use, after completing 4 pulmonary vein ablations, the blood pressure of the patient dropped to 60s. Echocardiography confirmed pericardial effusion and the procedure was interrupted to perform a pericardiocentesis. No more information was provided. The device is not expected to be returned, it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the pericardial effusion was listed as a potential complication in the device's instructions.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a pericardial effusion. During a pfa procedure where a farawave 31 mm catheter was selected for use, after completing 4 pulmonary vein ablations, the blood pressure of the patient dropped to 60s. Echocardiography confirmed pericardial effusion and the procedure was interrupted to perform a pericardiocentesis. No more information was provided. The device is not expected to be returned, it was disposed. It was further informed that in physician opinion, since pericardial effusion was found during the needle manipulation, the involvement of the farawave is not suspected to be the cause of the patient complication.